Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the electrograms showed non-sustained t-wave oversensing on the implantable cardioverter defibrillator. The patient was brought into the clinic on (B)(6) 2018. Upon interrogation of the device, r-wave amplitudes were variable, it appeared it was due to the patient breathing. Reprogramming resulted in undersensing. The device was reprogrammed in a way where undersensing was not observed. The patient was stable.